Event description:
It was reported that during a lap spleen procedure, the handle broke upon firing. A second device was opened and locked and would not fire. They possibly used sutures to complete the procedure.

Manufacturer narrative:
Date sent: 02/10/2009 information was not provided by the initial contact. Instrument a: firing trigger handle instrument batch # e5p641, exp date: 06/01/2013; 2008; pinion axle support the analysis results found that the ats45 device a with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal, however both sleds were found damaged. In addition the reload deck was found damaged, the damaged found on the reload deck is consistent with damaged caused when the device is clamped over a hard object. No functional test could be performed. While no conclusion could be reached on how the firing trigger handle broke, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The analysis results found that the ats45 device b was in good visual condition and with a fully loaded with staples reload present. No functional test could be performed due to the condition of the device. However the reload was tested for functionality with a test device and it fired cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process